Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7045103.

Event description:
It was reported that following the implant procedure the patient could not move his legs. The patient developed an epidural hematoma with spinal cord compression, the physician explanted all the devices. The patient was recovering well and has regained function of his legs. The explanted devices will not be returned for analysis as they were retained by the medical facility per hospital policy.